Manufacturer narrative:
The device has been returned however our investigation is not yet complete. When the investigation has been concluded, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. It was also reported that the patient's blood glucose level rose above 250 mg/dl during this time. It was reported that the infusion site appeared to be red and swollen with a visible bump. The patient was seen by a healthcare professional on (B)(6) 2025 and diagnosed with cellulitis. The patient was treated with the antibiotic muciprocin and a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may contribute to the reported skin condition swelling or diagnosed infection. The exact cause of the reported skin condition swelling or diagnosed infection could not be determined.